Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (faults while charging / won't power on) was confirmed. As received, the battery pack would not power a test monitor or charge. Upon evaluation, the nickel busbar tab at the p1 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing faults when attempting to charge and would not power on a monitor.